Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, with the fault ID 0x2071. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code recurs, and they acknowledged and understood these instructions.